Event description:
Abbott perclose used to close the right femoral vein following manufacture guidelines. The device needles removed without suture attached. Device delivery system removed. The second footplate noted as missing. X-rayed using flouro looking for footplate. Not visualized. Vendor was notified, vendor took the product and packaging. Manufacturer response for device, hemostasis, vascular, perclose proglide¿ (per site reporter). Company representative took the device.